Manufacturer narrative:
This design is being reported as part of a remediation project. Based on the investigation (post market data, product design features) the manufacturer aspide medical believes the product delamination is not possible.

Event description:
It was reported that the doctor was conducting a hernia repair and abdominoplasty. The patient has developed a large seroma. The doctor believes the layers of the mesh have separated and the seroma is between the two layers.